Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (477 mg/dl). Customer delivered a bolus via the pump to address the issue. System check with tandem technical support found that pump time was off by 16 minutes. Customer updated the time successfully. Customer changed out supplies which were on the third day of use. Customer reported that blood glucose level had improved to 247 mg/dl.